Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable is broken at the distal idlers. The idler pulley spins freely and was not damaged. The cable segment sticks out at the wrist. The other cables at the wrist are not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage found to the instrument's pitch cable found during failure analysis could likely cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the wires on the megasuturecut needle driver instrument frayed. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.